Event description:
It was reported by service report that the motion interrupt pan was missing, and there was no power to bed. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: missing motion interrupt pan. Power cord was loose resulting in no power to bed.